Event description:
--

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead kept dislodging resulting in unstable sensing and threshold measurements. The helix went in and out and would not fix to the tissue. The patient suffered a hemorrhage following pocket closure. The hemorrhage was drained and no other adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed the insulation was cut 277 mm from the terminal pin. Resistance tests were completed to assess the electrical performance of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.